Event description:
Alleged the hi/low function is drifting down after the hi/low function switch is released.

Manufacturer narrative:
The facility cleaned the hi/low drive brake assembly to repair the bed.